Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, the cooler heater unit would not power on. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr found the main board fuse f2 blown. The fuse was replaced but the unit still does not power on (main power switch) but the compressor is working. The fsr checked the main board voltages and found a bad connection between the main board fuse f3 and fuse holder. The fsr cleaned the fuse and fuse holder connections and reseated the fuse. The unit now powers up correctly and operation was checked satisfactory. Preventive maintenance was completed earlier. The unit operated to manufacturer for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will ne filed accordingly.